Manufacturer narrative:
The device was returned to resmed for an engineering investigation. The investigation methods, results and conclusion are not finalized at this stage. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral 150 device powered down unexpectedly during patient use on two separate occasions. The first incident occurred at the patient's home, prompting transport to an emergency room, where the patient became lethargic and "coded" during a second power-down event. In both cases, restarting the device restored its function. The trached patient was later discharged in stable condition with a replacement astral 150 device.

Manufacturer narrative:
The astral device was returned to resmed for an investigation. Review of the device data logs identified no unexpected power down of the device. However, two user-initiated shutdowns occurred. The device passed all tests. The investigation determined the event was not related to the returned device. The device was performing to specifications. Resmed's risk associated with use of the device remains acceptable. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral 150 device powered down unexpectedly during patient use on two separate occasions. The first incident occurred at the patient's home, prompting transport to an emergency room, where the patient became lethargic and "coded" during a second power-down event. In both cases, restarting the device restored its function. The trached patient was later discharged in stable condition with a replacement astral 150 device.